Event description:
It was reported that the patient this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Initially during the implant, the measurements were at 1000 ohms and then increased to 2000 ohms. Boston scientific representative stated that the connection was checked, and the impedance measurements were at 1000 ohms. The physician stated that they were going to monitor impedance values. This rv lead remains in service. No adverse patient effects were reported.